Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the pod8 accidentally dropped on the floor upon opening of the packaging. Therefore, the pod8 was not used in the procedure. The procedure was completed using a new pod10.